Manufacturer narrative:
The lead was returned in two segments. Resistance and pressure tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. An x-ray was performed with no fractures found in either segment. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this system was no longer in service as the patient had expired. The lead remained implanted for over seven years without further complication reported.